Event description:
In the middle of the patient call, the autopulse platform (sn (B)(6)) stopped performing compression. There were no user advisories visible as the platform just stopped. Per the reporter, the battery was fully charged and the platform powered on with no user advisories displayed. Manual CPR was performed. No consequences or impact to the patient. After the call, the platform testing using a mannequin simulation confirmed the platform's functionality with no errors or malfunctions detected.

Manufacturer narrative:
The autopulse platform was tested at the customer site, and no device malfunction was observed. Since there was no device malfunction, the customer will not be returning the autopulse platform to zoll for evaluation, and no service was required to be performed by zoll.